Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. Upon visual inspection, the bottom enclosure was damaged, and the load plate cover has tears. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The bottom enclosure and load plate cover will be replaced to address the issue. A review of the archive data showed multiple user advisory (ua) 07; thus, confirming the reported complaint. Functional testing failed due to the (ua) 07 error message displayed upon powering up the platform: thus, confirming the reported complaint. The load cell module 2 will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr (B)(4) reported on (B)(6) 2021. The load cell module was replaced to remedy the (ua) 07.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.